Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex0366 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "deep venous thrombosis. Start date: (B)(6) 2021; end date: (B)(6) 2021 the event occurred at the right side of the body. Moderate severity and likely related to the device (catheter) and unrelated to the procedure and related to the accessories (guidewire, stylet). Action taken: device removed and medication prescribed. Outcome: recovered, no sequela. It was a new occurrence of venous thrombosis, it was symptomatic and occurred in the right brachial vein. It was confirmed by ultrasonography. Arm circumference was not available."